Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level, as the customer declined to answer whether the level exceeded 500 mg/dl. Technical support assisted the caller in resetting the pump, resolving the malfunction issue.